Manufacturer narrative:
Surgical revision was initially performed due to migrated lead, however during the procedure it was determined that the original placement of the leads was inappropriate for the location of the patient's pain. It is unclear if the trial and permanent system were implanted in the exact same location or possibly the trial leads were slightly different, contributing to the different outcomes. There is no indication of any system or component failure, however the original device was discarded by the medical facility and unavailable for further testing by the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient had completed a trial phase with nalu. During the trial the patient reported that pain levels had decreased from 9/10 down to 2/10 while using the trial nalu system. Both the trial and the permanent system targeted the cluneal nerve to treat the pain symptoms. After implanting the permanent system, the patient consistently reported results that were not as effective as the trial. Imaging found that one of the implanted leads had migrated, which was thought to have been a potential cause of inadequate pain relief. A surgical revision was performed on (B)(6) 2024 in which the migrated lead was replaced back at the cluneal nerve. Intra-operative testing found that the placement of the lead at the cluneal nerve was not capturing the patient's pain symptoms. The original system was removed and a new nalu system was implanted with the leads targeting the medial branch nerves at s1 and l5 on the right side. The new placement was able to capture the pain location and provide therapy for the patient.